Manufacturer narrative:
As per incident description, the patient was perpendicular to the lift when the instability occurred. Arjo is trying to obtain more details to find the root cause of the incident. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo received a customer complaint where it was indicated that at the time of lowering the patient (120 kg female) onto a bed using maxi twin floor lift, the right rear wheel has slightly lifted causing the device to tilt. The patient was reported to be in the same direction as a bed, perpendicular to the lift. Neither injury or harm was reported. No medical intervention was needed. After the event, the device was inspected by arjo technician. The functional test revealed that the device was working according to manufacturer specification and no malfunction was found. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535, a stability test was performed during the design phase for maxi twin device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. Based on previous investigations, the following factors are considered to be possible causes of lift instability: a) applying the chassis brakes while attempting to move the device, b) using other parts of the device than maneuvering handle to move it, for example, the mast, the jib, the spreader bar or the patient, c) pushing the device directly on the obstructions on the floor, d) pushing or pulling the device sideways instead of the front direction, e) malfunctions of the lift or the sling. Taking into account all the facts and information collected in a course of this investigation, we cannot determine what exactly happened in the facility. However, the hypothesis related to the device malfunction could be ruled out, as the lift was inspected by arjo representative and no device malfunction was found. The maxi twin instructions for use (04.kt.00/3) warn and inform the user: "remember to release the brakes, if these have been applied, before attempting to transport the resident." "Use the driving handles when pushing and positioning maxi twin." "Using the adjustable width chassis legs, it is possible to maneuver around obstructions such as bed legs." Looking at the incident scenario it has been established that passive floor lift was being used for patient handling and in that way contributed to the event. No technical malfunction of the device was detected and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to lose its stability and in this regard, the floor lift did not meet its performance specification. No injury occurred.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo received a customer complaint where it was indicated that during transfer of the patient onto a bed using maxi twin floor lift, the right rear wheel has slightly lifted causing the device to tilt. Neither injury or harm was reported. No medical intervention was needed. The device was inspected by arjo technician. No malfunction was found.